Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, a fracture of the right ventricular (rv) lead was noted. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that during implant the rv lead was very "astringent" when entering the 9 french introducer sheath and the defibrillation coil was damaged due to stretching during multiple insertions.